Event description:
Patient was placed on vent. Approximately 50 minutes later while still ventilating patient - red alarm. "Hardware failure". Patient removed from vent. Vent was turned off/on again. Placed back on patient. After un-plugging for transport - repeat event happened while still ventilating patient. Turned vent off/on again - repeat event for 3rd time - pulled from use. No patient harm. Vent taken to biomed. Biomed verified error codes: v3828 at 1405, v3626 at 1413 and v2540 at 1420. Carefusion notified. Carefusion technical support informed us that the error codes are for an internal fault and that the ventilator would need to be sent in to their service department for repair. Secured loaner for respiratory therapy to use. Unit sent in for repair awo (awaiting outside service). Approximately 2 weeks later, unit in from repair, swapped with loaner and returned to service. Fsr on file. Carefusion indicated they could not duplicate error, but did replace several parts (blower module, hybrid board patient transport ventilators ptv, encoder panel, ptv with isolator, overlay encoder panel ptv5&6, and encoder gasket.)note: received a 'news flash' from carefusion approximately one week before this event regarding a enve software 14g upgrade to the enve ventilator. Letter stated that the upgrade would take place when the units were serviced for repair or routine maintenance. It also stated that the version of software is not a mandatory upgrade.